Event description:
It was reported that the insulin gauge was inaccurate. There was no specific value reported for the blood glucose level impact, and further details were unavailable as the patient declined troubleshooting. There was no additional information regarding the outcome of the event.